Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned radical-7 was evaluated. The device passed all visual and functional testing. All alarm conditions were audible and visual. The customer reported issue was not observed. During the review of the log files, several speaker faults were recorded, however, no defects were found in the device which could cause an "audio speaker fault" error to occur.

Event description:
The customer reported "no audible alarm" on the radical-7. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "no audible alarm" on the radical-7. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 22545. Model number 9500 is associated with the gudid number. Part number 22545 is the subassembly to part number 9500. This supplemental MDR updates the model number to 9500 and brand name to radical-7 to ensure correlation with the gudid database.

Event description:
The customer reported "no audible alarm" on the radical-7. There was no patient impact or consequence reported.

Manufacturer narrative:
This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols.

Event description:
The customer reported "no audible alarm" on the radical-7. There was no patient impact or consequence reported.